Event description:
It was reported that the user experienced hyperglycemia while using the ilet following an infusion set change, with blood glucose around 360 mg/dl, and the caregiver reported difficulty disconnecting tubing and feeling overwhelmed; review of device data showed improper learning phase use, including multiple meal announcements close together, carb-heavy snacking, and using meal announcements as corrective actions. Symptoms included elevated blood glucose. Outcomes included no injury and resolution after guidance, with the user returning to range. Investigation included review of device-generated reports and remote troubleshooting and education. Investigation of this case revealed no evidence of device or infusion site malfunction and identified user technique and incorrect operational use during the learning phase as the factors contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device operation and training needs. Additional in-person training was requested and assigned.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.